Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001 the field service representative (fsr) was dispatched to resolve the issue. The field service representative (fsr) inspected the instrument and observed a leak in the cuvette wash pump bellows. This was causing the wash nozzles to drip and the cuvettes to overflow during the cuvette wash. The fsr resolved the issue by replacing the bellows on the cuvette wash pump. No additional patient result issues have been reported since the service activity was completed. A review of the service history for the architect c16000 identified no additional contributing factors and no additional events associated with discrepant/ erratic results have been reported. A review of manufacturing documentation and trending data for the bellow set identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer observed a falsely decreased sodium result while using the architect c16000 analyzer. The following data was provided: initial 118, retest 140 (tested on a second architect c16000 analyzer) no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No an evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer observed a falsely decreased sodium result while using the architect c16000 analyzer. The following data was provided: initial 118, retest 140 (tested on a second architect c16000 analyzer) no impact to patient management reported.